Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the blood sampling valve (bsv) was not moving to proper location due to the air line tubing going to the actuator had come off the check valve behind the actuator. The fse replaced the air line tubing to resolve the leak issue. The fse performed instrument verification and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 2 mls of clear liquid leaked from the probe in second mode from the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.